Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-l2 to treat a t12 compression fracture. Several years later, the fusion was extended t8-s1. Sometime post-op it was found that the screw at s1 were broken due to insufficient bone union at l5/s. Screw loosening was also confirmed at l5. A revision surgery was performed at l5/s1. The screws at s1 were removed and additional screws were inserted at s1, s2, and iliac.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 75446550, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.